Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a pacemaker with a diagnostic anomaly. The transmission demonstrated incorrect battery longevity estimates. No premature battery depletion was alleged. The patient was stable.